Manufacturer narrative:
(B)(4). Date sent: 4/8/2020. D4: batch # t94v2r. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In addition, a scissored clip and a formed clip were returned inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 7 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve, the clip scissored and cut the vessel. The procedure was completed with a like device with no patient consequences reported.